Event description:
The manufacturer received information alleging there was black dust clung to a filter. The device had been reedited for the sound abatement foam. There was no patient harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging there was black dust clung to a filter. The device had been re-edited for the sound abatement foam. There was no patient harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. During the evaluation of the device at the manufacturer's product investigation laboratory, the complaint of black foreign material on the output filter that came in with device was confirmed. A new filter was attached to the output of the device, running it for several hours. The product investigation laboratory viewed filter had black particles evidence as per the complaint. The product investigation laboratory determined that the root cause for the black foreign material in the output filter is due to not fully cleaning or replacing the airpath during foam remediation process. When ready the device will be scrapped per the requirements set forth in work instruction 8.4-1131 rev.6 and disposed of accordingly.